Event description:
It was reported that during an open liver resection the device was clamped on the liver on the last firing using a white reload and they could not remove it. They flipped the battery and attempted the manual release and neither worked. A second device was used to resect the tissue attached to the device successfully. There were no patient consequences. No buttressing was used.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, a9c14n, and no non-conformances were identified. Additional information was requested and the following was obtained: what is meant by manual release? Manual override or home button? They fired device , but as they went to open device it would not open and release off tissue. They decided to pop the top , open the manual release button . After trying several times back and forth with manual release , it still would not come off tissue. They decided to fire another ech60 c beside to transect the remaining liver tissue. The transected liver tissue was intended specimen. Was the liver transected? Yes, but ech60c would not open or release. If so, estimate how far firing went? Complete firing. The knife blade assembly didn¿t come back far enough for device to open. Was the device fired or was it closed and could not open back up? Device was fired and would not open back up.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. Upon review of the original event description provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered a not reportable event.